Event description:
According to the reporter, the device needed high force to be fired, donuts were ok, but anastomosis was partially incomplete and had to be oversewn, pt got a protective stoma. Sex: unk. Procedure: lar